Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) was unable to be irrigated. The catheter was inserted into left atrium then was noted the drip on the device wasn't working. Farawave was removed and examined to find drip wasn't flowing properly through the catheter. To solve the issue the device was replaced, and the procedure was completed successfully with no patient complications. The device was disposed so it's not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.